Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime test due to faulty force sensor (gold). No motor error or no delivery alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a motor error alarm, as well as a no delivery alarm. Customer's blood glucose level at the time 324 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.